Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed an error 90008. There was no reported adverse patient impact.

Manufacturer narrative:
The customer declined service.